Event description:
During laparoscopic procedure, surgeon was using a cautery device to remove tissue. During active cauterization sparking was noted at the top and underneath tissue. Blanching of the bowel was noted. After surgery it was noted that 2nd degree burn of the bowel was caused by cautery.